Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 10 mm from the distal end. The fragment was not returned. There was scratch on the probe. The fracture surface of the probe showed that crack developed from the scratch. The grasping section did not have a contact mark. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the probe was cracked when the user activated output contacting with metal or something hard object such as metal clips, stapler, or other instruments, besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual as follows. *do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
During a total laparoscopic hysterectomy, the subject device was used. At the early stage from the beginning of the procedure, the probe of the subject device broke off and fell. The fragment was found. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the probe.